Event description:
Bard sure step all in one urethral catheter kit break in seal/seam occurring in the draining bag. Causes the bag to leak significantly and requires a change in urethral catheter as it provides a source of entry of bacteria into the system.